Event description:
It was reported that the tip of a debakey forceps instrument broke inside the pt. No remnants were left in the pt. No pt damage was reported. It was reported that there were no adverse outcome or injury.